Event description:
It was reported the video system center e226 occurred, and the screen turned white. The issue occurred during therapeutic laparoscopic low anterior resection procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Additionally, during the device evaluation, it was found that the rxmodule had fallen off. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that both events of e226 displayed, and the image became white occurred due to rxmodule is disconnected, which causes an error in the communication with the camera head. Regarding the rxmodule fell off event, it occurred due to a broken collimator. Olympus will continue to monitor field performance for this device.